Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer stated the screen on this avea ventilator does not respond to touch commands on startup. The customer stated that this unit was not on a patient.

Manufacturer narrative:
The vyaire failure analysis (fa) group received the suspect user interface module (uim) component for investigation. The fa group performed power cycle on routines in the user mode, uim functionality testing, and the touch screen calibration which the device passed. The reported issue could not be duplicated no failure component was identified therefore no root cause could be determined. At this time, vyaire will internally investigate the situation.